Manufacturer narrative:
The t:slim user guide states: "the cartridge is indicated as a reservoir for the delivery of rapid-acting insulin. Novolog has been tested up to 72 hours of use as labeled. Humalog was tested for up to 48 hours of use as labeled. The cartridge is contraindicated for use with products other than humalog and novolog." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. The customer's blood glucose level was 300 mg/dl. During troubleshooting with tandem technical support, the customer disconnected the tubing from the cartridge and no drops were observed exiting the cartridge. Reportedly, the customer changed the cartridge.